Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing bilateral low back, ankle and foot pain. Reprograming was attempted multiple times, but to no avail. The patient also stated she had a fall after the implant procedure. X-rays showed the scs lead has migrated. In turn, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 wherein the lead was repositioned. Reportedly effective stimulation was achieved following the procedure.